Event description:
It was reported that when the patient presented in-clinic during a routine follow-up high rv capture threshold was noted. Xray or fluoro of the lead confirmed externalized conductors. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.